Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-apr-2017, an fse visited the customer to address the reported event. During servicing, fse checked for leaks at the connection of the column and pump but none were found. They checked the flow rate and the sample rate without any issues. They ran calibration and quality control (qc) with acceptable results. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was an aging column.

Event description:
On (B)(6) 2017, a customer reported calibration errors with their g8 analyzer. The customer reported that they were able to run whole blood primers with no errors and obtained low total areas while running diluted samples. They replaced the column and repeated the primers with no errors. However, they continued to get calibration errors. They did not notice the waste line backing up. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.